Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Follow up with the customer confirmed they have had no further issues with patient or qc results. The customer suspected a sample handling/collecting issue.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys probnp ii immunoassay results for many patient samples over two days. Of the data provided for four patient samples, only the results for three were discrepant. The results were reported outside the laboratory and the clinician immediately saw there was an issue because the patient's previous results were different. There was no allegation of an adverse event. The reagent lot number was 227748. The expiration date was requested but was not provided. The customer tested a patient sample ten times for troubleshooting purposes.